Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Information is available on device reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material adhering to the device was not known. Possibly, the foreign material was gauze. It is not known if there was a delay to the start of pre-cleaning. If there was a delay, it is not known if the device was submerged in cleaning fluid. Water and air to the air/water nozzle. The accessories used for reprocessing were normal without issues. It is not known if air/water nozzle was wiped or brushed with gauze, brush, or sponge, nor is it known if liquid was sent to the air/water nozzle.

Event description:
Addendum dec 3, 2022: it is not known when the customer reported event occurred. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that fibrous foreign matter remained inside the nozzle. It is likely that foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. There were no deformation to the air/water nozzle. It was confirmed that reprocessing was not implemented according to the instructions for use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was presence of foreign material clogging the nozzle. This is attributed to insufficient cleaning. The air/water flow and drainage was insufficient due to the clogging, though not completely blocked. Other observations for the device are: angle is insufficient and has play due to angle wire being stretched; objective lens and light guide adhesive are cloudy due to method of reprocessing; distal end rubber coating (a-rubber) adhesive is cloudy and a-rubber has a scratch; switch (sw) sw 2 has a scratch. The user¿s complaint of weak air/water supply was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned the device for the evaluation and repair of weak air/water supply. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there was presence of foreign material in the nozzle. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of presence of foreign material in the nozzle as observed during device evaluation. The device was reprocessed prior to sending in for repair. Air/water had been supplied to the nozzle.